Event description:
It was reported the asymptomatic patient was checked in the hospital during regular rounds. During interrogation, it was observed the leadless ventricular pacemaker was not sensing r-waves and failed to capture. Imaging was completed and the device had migrated to the renal vein. The device was retrieved and explanted without issue. The patient was stable.

Manufacturer narrative:
The reported complaints of capturing problem, sensing problem, and device dislodgement were not confirmed. Visual and electrical testing reveal no device anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.